Event description:
The customer reported that he had an infection at the insertion site and had to get antibiotics to treat the infection.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to pt's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.